Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device recorded right atrial (ra) lead pace impedances outside of normal limits and caused the device to reconfigure to unipolar ra pacing. Upon review, the health care professional (hcp) noted there were no out of range measurements stored to the device. Boston scientific technical services (ts) recommended measuring pace impedances while manipulating the device pocket and performing isometrics to which the hcp reported there were no out of range impedances or noise noted. The lead safety switch was reset and ts advised continuing to monitor the lead. No adverse patient effects were reported. This product remains in service.